Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination to address the issue. Additionally, the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly were replaced due to contamination, which was not related to the malfunction/issue.